Event description:
Clinical trial. Same case as MFR# 6000089-2007-01513. It was reported that post index procedure, the pt had in-stent restenosis. The pt presented to the index procedure with an acute myocardial infarction (mi). The index procedure treated 2 target lesions. Target lesion 1 was in the proximal right coronary artery (rca). The lesion was 3.5 mm wide, 8 mm long, and 80% stenosed. The physician predilated the lesion prior to placing a 3.0 x 24 mm express2 stent. Residual stenosis was 0%. Target lesion 2 was in the 1st diagonal. The lesion was 2.5 mm wide, 8 mm long, and 90% stenosed. The physician predilated the lesion prior to placing a 2.5 x 16 mm express2 stent. Residual stenosis was 0%. The pt received heparin, a gpiib/iiia inhibitor, aspirin and plavix. The pt was discharged 9 days later on plavix, aspirin, atorvastatin, metoprolol and pantoprazole. The pt presented on day 252 post procedure with angina pectoris that had been present for a few months. A scintigram was positive for pathology. An angiogram was performed the next day which showed in stent restenosis in the prox rca. The lesion was then treated with plain old balloon angioplasty, cutting balloon angioplasty and a taxus liberte stent. The 1st diagonal stent also had 100% in-stent restenosis, but this lesion was not treated. The pt was on aspirin and plavix at the time of the event. The event was considered resolved that day and the pt was discharged one day later on continued plavix and aspirin as well as atorvastatin, metoprolol, pantoprazole, candesartan, hydrochlorothiazide, and allopurinol. In the opinion of the physician, there is a probable relationship between the tvr and the stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.